Event description:
It was reported that an asymptomatic patient presented with many auto mode switch episodes (ams). Upon review, it appeared that the atrial channel was oversensing far field signals. These oversensed signals led to extra refractory atrial events being counted and inappropriate ams episodes. Programming changes were discussed but not performed.